Event description:
An injection site came loose when used with jelco IV catheters. The injection site was placed on the pt at the same time as the IV access and was connected directly into the jelko IV catheter, with no extension sets or IV tubing. The pt had a peripheral IV site located in the arm, which was being used for drawing blood samples for studies. The IV site was not used for any infusions and was locked with heparin. The pt was reported to wake up in the middle of the night and wandered into the lab. The pt was disoriented and there was blood "all over the pt". The injection site reportedly "came off". The pt felt light headed. The medical doctor ordered a complete blood count (cbc). Cbc was drawn and hemoglobin level was found to have dropped by 2.0 points, but it was still within normal limits. The pt was administered saline and the pt's feel were elevated. According to the laboratory supervisor, the pt fully recovered. The lab supervisor reported the facility had two lot numbers of the injection sites: lot #s04i09164r and lot # s01i28099r, however, she was not sure which one of these two lot numbers was inolved in the event.